Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the when the product was opened for use it was confirmed that the spring wire guide was bent.

Manufacturer narrative:
(B)(4) the customer returned a guide wire assembly and a hemodialysis catheter for evaluation. The guide wire was returned within the advancer tube and the advancer tube assembly was disassembled. The components did not show any evidence of use. Visual examination revealed the distal end of the guide wire is kinked in two locations. The kinks in the guide wire were observed to be in the location of the exposed guide wire section in the advancer thumb guide. The kinks are consistent with the guide wire coming in contact with other components during shipping and handling. This could have been caused by the guide wire advancer tube becoming disassembled within the kit. The customer did not report whether the advancer tube was disassembled upon opening the kit. Microscopic examination confirmed the kinks. No other damage to the components were observed. Both guide wire welds were full and spherical. The two kinks in guide wire body were located 3.3cm and 4.2cm from the distal tip. The outer diameter and overall length of the guide wire were measured and found to be within specification. Resistance was met when attempting to advance the kinked section of the guide wire through the straightener tube. The returned catheter was advanced over the guide wire and passed over with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire assembly and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire was kinked in two locations towards the distal end of the guide wire. Dimensional inspection of the sample did not reveal any manufacturing related issue. The guide wire and the assembly were returned with the advancer tube disassembled. The defect observed is consistent with damage during transit. A DHR review was performed and did not reveal any manufacturing related issues. Based on the observed damage and customer report, the probable cause of this issue is shipping and handling related.

Event description:
The customer alleges the when the product was opened for use it was confirmed that the spring wire guide was bent.